Event description:
It was reported that the patient scheduled for implantable neurostimulator (ins) replacement only and had no complaints about the therapy. The patient had high impedances but the physician declined need for replacement of lead at this time and the patient reported good coverage and no complaints with the therapy. There were values greater than 10,000 ohms on electrodes 9, 11, 13. Impedance testing and x-rays were done. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 377845, lot # v009444, implanted: (B)(6) 2006, product type lead; product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 37752, serial # (B)(4), implanted: (B)(6) 2006, product type recharger; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 377845, lot # v008568, implanted: (B)(6) 2006, product type lead. (B)(4).